Event description:
At 1:30 am, pump alarmed for res vol reading "0000." Pt observed medication cassette and reported "empty" cassette. Pt disconnected tubing from catheter & flushed catheter per protocol. Pt was not due for a cassette change unit until about 12 - 1 pm that same day, though ran dry about 12 hours earlier. Pump returned to office and test run performed x 24 hrs. Pump delivered 16.2 cc/24 hrs despite pump reading of 14.5 ml/24 hrs.